Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter connector found c300. There was coring, tears, and/or cuts in the sutureless connector seal that met leak criteria per (B)(4).

Event description:
Information was received from a manufacturer's representative and unknown healthcare provider (hcp) via crts (customer response tracking system) and returned product regarding a (B)(6) female patient receiving 10mg/ml hydromorphone at 6.079mg/day via an implanted infusion pump. The indication for use was noted as non-malignant pain and failed back syndrome-other. On (B)(6) 2015 an active motor stall was seen at initial interrogated. The patient had not had a recent MRI (magnetic resonance imaging). The patient reported nausea. On (B)(6) 2015 the pump was replaced and returned for analysis. The sutureless connector was still attached to the returned pump because it would not come off during the procedure. If additional information is received a follow up report will be sent.